Event description:
Caller reported that pump battery was depleting too quickly, which led to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller about resetting certain pump settings and confirmed that the caller was able to resume insulin. The caller did not have the pump at the moment for troubleshooting, and technical support planned to follow up.